Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's mother that the patient was hooking the safe cap to his catheter when the cap broke. The cap was discarded. During follow up the patient's pd nurse reported that he had clear effluent. There were no signs of infection. He was prescribed one dose of prophylactic antibiotics cefazolin and gentamicin. No adverse event reported at this time.